Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr t/l powerpicc solo catheter. Usage residues were observed throughout the sample. A permanent kink impression was observed between the 4cm and 5cm depth markings. A longitudinally aligned split was observed between the 2cm and 3cm depth markings. Microscopic inspection of the split revealed granular fracture surfaces. The split exhibited a wavy shape and material discoloration was observed in the vicinity of the split. The sample kinked preferentially at the kink impression site during manual manipulation. Microscopic inspection of the split revealed granular fracture surfaces. The split exhibited a wavy shape and material discoloration was observed in the vicinity of the split. The catheter became occluded distal of the split when the catheter was kinked at the kink impression site. The split characteristics were consistent with damage caused by over-pressurization. Such damage can occur if power injection is attempted through a non-approved lumen and if infusion is attempted against occlusion. The kink suggested that catheter securement/maintenance may have contributed to device over-pressurization.

Event description:
It was reported that pt-ml, triple lumen catheter placed (B)(6) 2019 on r side. Received call on (B)(6) 2019 at 1845 from bedside rn that the line was possibly leaking. Retrieved line and flushed with ns with white lumen, it was noted that line leaks between 5-6 cm mark.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recz3647 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that pt-ml, triple lumen catheter placed (B)(6) 2019 on r side. Received call on (B)(6) 2019 at 1845 from bedside rn that the line was possibly leaking. Retrieved line and flushed with ns with white lumen, it was noted that line leaks between 5-6 cm mark.